Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the on/off switch (control lever) was frozen. Therefore, the reported condition was confirmed. It was further reported that the coupling head was damaged, the triggers and the internal components were corroded. The assignable root cause was determined to be due to normal wear on electronic and mechanical components from repeated sterilization and normal use.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the small battery drive device had no power. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.